Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the front panel key not working occurred because a failure occurred in the key control function of the front panel due to rust and corrosion on the front panel. The cause of the faulty key control function of the front panel could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the front panel was rusty and corroded, due to which, the keys on it could not function, the chassis was rusty, the usb port was corroded and therefore it failed to recognize a usb, the wires were corroded, and the front panel was rusty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, following an unknown procedure, the menu button, and other button functions of the visera elite video system center started automatically. There was no harm or user injury reported due to the event.